Manufacturer narrative:
Per the clinic, the patient experienced wound dehiscence of the postauricular wound, exposing the receiver/stimulator. It was also reported that there was some discharge from the ear canal and breakdown of blind sac closure; however, no infection was reported.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to unknown reason. The patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, it was reported that the patient experienced postauricular wound breakdown (date not reported). Device analysis report attached.